Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28950, related manufacturer reference number: 2017865-2021-28951, related manufacturer reference number: 2017865-2021-28953, related manufacturer reference number: 2017865-2021-28954, related manufacturer reference number: 2017865-2021-28955. It was reported a patient presented with a pocket infection affecting their implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and atrial lead. The system was explanted in a procedure on (B)(6) 2021. Post-procedure the patient was recovering.